Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states joystick was changing from one drive to 2nd and to 3rd drive, then stop. Drive 4 is set for seating. No drive select turned on. MDR filed.